Event description:
Consumer complaint of low blood glucose results. Caller is concerned about low blood results he is getting with the true result meter and with another brand meter. Caller feels fine and states his glucose result should be around 120mg/dl. The two meters are providing results in the 50s regardless of when he has eaten or taken medication. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).